Manufacturer narrative:
(B)(4). The complaint device was put through electrical testing on electrodes to identify any ¿electrical¿ leaks. It should be noted that the surgeon is wearing protective gloves and there is an insulating plastic ring at the top of the electrode, the risk of electrical shock is extremely low. Moreover, the defect on the electrode will be immediately detected (not able to perform coagulation). Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues.

Event description:
It was reported that there was an electrical leak on electrode. There was no reported patient impact.